Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: no physical sample was returned for evaluation. Four photos were provided and reviewed. No death certificate was provided. The first photo showed the front of a powerport patient guide with certain patient information and hospital information in a sticker on the cover. The product code is not determinable from the photo of this patient guide. The following 3 photos appear to show a healed over port site with a central dark (brownish) spot with what appears to be dried blood, with redness of skin in the same area, with the largest portion lower on the patient than the brown spot. In the final of the 3 photos there is a larger spot of what is apparently dried blood and the skin appears red in the area, but the dark spot is not visible as in the others. The skin in the area also appears to be peeling, and several adhesive strips are found in a patch left of the apparent dried blood. Therefore, the reported failures of forward flow difficulty, rupture, and leak cannot be directly confirmed based on the provided photos. However, medical records were also provided and reviewed, which describes the catheter having fractured (elsewhere described by the reporter as a burst), which allows the confirmation of the burst, and by extension the leak and difficulty with forward flow issues. The use error reported cannot be confirmed from the information provided or records returned. The report of extravasation was also specifically recorded in the medical records, although the necrosis, infection, swelling, and patient expiration cannot be confirmed with the information available. Applicable sterilization records and bioburden and pyrogen testing records were reviewed and each was found to be acceptable. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. However, it is known that catheter breakage and resultant leakage and flow problems may be caused by flexural fatigue, in which repeated kinking occurs at one spot, eventually causing breakage. Therefore, formation of a kink in the catheter, whether due to sharp angles during placement or migration/repositioning after placement, may increase the risk of flexural fatigue. In addition, pinch off of the catheter between the first rib and clavicle, if the catheter is placed in the subclavian vein, may result in narrowing and eventual breakage of the catheter. A risk factor for pinch-off is the placement of the catheter into the subclavian vein too medial relative to the border of the first rib, exposing the catheter to damage. In addition, if high pressures are used when the catheter is pinched off or otherwise constricted, this may damage the catheter via bursting. It should also be noted that leakage is possible without catheter breakage if a fibrin sheath forms over the catheter which redirects the flow under the skin instead of into the blood vessel. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Because the powerport is not identified, a representative instruction for use was reviewed: potentially applicable content includes the following: this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch off.1,2" ii. During port access: do not use a syringe smaller than 10 ml. Flushing occluded catheters with small syringes can create excessive pressure within the port system and lead to port system failure. Alcohol should not be used to soak or declot polyurethane catheters because alcohol is known to degrade polyurethane catheters over time with repeated or prolonged exposure." "Ii. During placement: do not allow accidental device contact with sharp instruments. Mechanical damage may occur. Use only smooth edged, atraumatic clamps or forceps. Take care not to perforate, tear, or fracture the catheter during placement. After assembling catheter to port, check assembly for leaks or damage. Do not use the catheter if there is any evidence of mechanical damage or leaking. Do not bend catheter at sharp angles during implantation. This can compromise catheter patency. Carefully follow the connection technique given in these instructions to ensure proper catheter connection and to avoid catheter damage. Do not use sutures to secure catheter to the port stem as it could collapse or damage the catheter."if you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even severance of the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched." "To help prevent clot formation and catheter blockage implanted ports with groshong catheters should be filled with sterile normal saline after each use if the port remains unused for long periods of time the saline lock should be changed by flushing at least once every four weeks." "Heparin lock procedure for open ended catheters to help prevent clot formation and catheter blockage, implanted ports with open-ended catheters should be filled with sterile heparinized saline after each use. If the port remains unused for long periods of time, the heparin lock should be changed at least once every four weeks. Caution: remember that some patients may be hypersensitive to heparin or suffer from heparin induced thrombocytopenia (hit) and these patients must not have their port locked with heparinized saline." Specific instructions about fluid volumes that should be used for flushing after various uses of the port are also included, as well as instructions to use a 10 ml syringe for flushing and to close clamp while injecting the last 0.5 ml of solution. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
In (B)(6) 2023, a patient underwent a bd port placement for chemotherapy administration. On (B)(6) 2024, during a routine flush following chemotherapy pump removal, the device was allegedly flushed rapidly by nursing staff. The patient immediately expressed discomfort, and swelling was noted. The nurse reportedly advised the patient to apply an ice pack. It was further reported that within days, the patient was hospitalized with a severe infection and tissue necrosis. Clinical findings allegedly suggested extravasation of chemotherapy and flush solution into the chest cavity, potentially due to a rupture of the device. As a result, the patient experienced a hematoma. The port was surgically removed and discarded. The patient continued treatment until his death on (B)(6) 2025. The reporter attributes the outcome to improper use by hospital staff and does not allege a product defect; however, follow-up is being conducted to assess any potential relationship between the device and the reported death.

Event description:
In (B)(6) 2023, a male patient underwent a bd port placement for chemotherapy administration. Post the implantation procedure, on (B)(6) 2024, during a routine flush following chemotherapy pump removal, the device was allegedly flushed rapidly by nursing staff. The patient immediately expressed discomfort, and swelling was noted. The nurse reportedly advised the patient to apply an ice pack. It was further reported that within days, the patient was hospitalized with a severe infection and tissue necrosis. Clinical findings allegedly suggested extravasation of chemotherapy and flush solution into the chest cavity, potentially due to a rupture of the device. As a result, the patient experienced a hematoma. The port was surgically removed and discarded. The patient continued treatment until his death on (B)(6) 2025. The reporter attributes the outcome to improper use by hospital staff and does not allege a product defect; however, follow-up is being conducted to assess any potential relationship between the device and the reported death.

Manufacturer narrative:
H11: manufacturing review: the lot was not returned for this complaint, therefore a DHR/bhr review could not be performed. Investigation summary: four (4) photos were provided and reviewed by qe (B)(4). No death certificate was provided. The first photo showed the front of a powerport patient guide with certain patient information and hospital information in a sticker on the cover. The product code is not determinable from the photo of this patient guide. The following 3 photos appear to show a healed-over port site with a central dark (brownish) spot with what appears to be dried blood, with redness of skin in the same area, with the largest portion lower on the patient than the brown spot. In the final of the 3 photos there is a larger spot of what is apparently dried blood and the skin appears red in the area, but the dark spot is not visible as in the others. The skin in the area also appears to be peeling, and several adhesive strips are found in a patch left of the apparent dried blood. Therefore, the reported failures of forward flow difficulty, rupture, and leak cannot be directly confirmed based on the provided photos. However, medical records were also provided and reviewed, which describes the catheter having fractured (elsewhere described by the reporter as a burst), which allows the confirmation of the burst, and by extension the leak and forward flow issues. The use error reported cannot be confirmed from the information provided or records returned. The report of extravasation was also specifically recorded in the medical records, although the necrosis, infection, swelling, and patient expiration cannot be confirmed with the information available. The root cause could not be determined based upon available information. However, it is known that catheter breakage and resultant leakage and flow problems may be caused by flexural fatigue, in which repeated kinking occurs at one spot, eventually causing breakage. Therefore, formation of a kink in the catheter, whether due to sharp angles during placement or migration/repositioning after placement, may increase the risk of flexural fatigue. In addition, pinch-off of the catheter between the first rib and clavicle, if the catheter is placed in the subclavian vein, may result in narrowing and eventual breakage of the catheter. A risk factor for pinch-off is the placement of the catheter into the subclavian vein too medial relative to the border of the first rib, exposing the catheter to damage. In addition, if high pressures are used when the catheter is pinched off or otherwise constricted, this may damage the catheter via bursting. It should also be noted that leakage is possible without catheter breakage if a fibrin sheath forms over the catheter which redirects the flow under the skin instead of into the blood vessel. Labeling review: because the powerport is not identified, a representative instruction for use was reviewed: potentially applicable content includes the following: this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off.1,2" ii. During port access: do not use a syringe smaller than 10 ml. Flushing occluded catheters with small syringes can create excessive pressure within the port system and lead to port system failure. Alcohol should not be used to soak or declot polyurethane catheters because alcohol is known to degrade polyurethane catheters over time with repeated or prolonged exposure." "Ii. During placement: do not allow accidental device contact with sharp instruments. Mechanical damage may occur. Use only smooth edged, atraumatic clamps or forceps. Take care not to perforate, tear, or fracture the catheter during placement. After assembling catheter to port, check assembly for leaks or damage. Do not use the catheter if there is any evidence of mechanical damage or leaking. Do not bend catheter at sharp angles during implantation. This can compromise catheter patency. Carefully follow the connection technique given in these instructions to ensure proper catheter connection and to avoid catheter damage. Do not use sutures to secure catheter to the port stem as it could collapse or damage the catheter."if you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even severance of the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched." "To help prevent clot formation and catheter blockage implanted ports with groshong catheters should be filled with sterile normal saline after each use if the port remains unused for long periods of time the saline lock should be changed by flushing at least once every four weeks." "Heparin lock procedure for open-ended catheters to help prevent clot formation and catheter blockage, implanted ports with open-ended catheters should be filled with sterile heparinized saline after each use. If the port remains unused for long periods of time, the heparin lock should be changed at least once every four weeks. Caution: remember that some patients may be hypersensitive to heparin or suffer from heparin induced thrombocytopenia (hit) and these patients must not have their port locked with heparinized saline." Specific instructions about fluid volumes that should be used for flushing after various uses of the port are also included, as well as instructions to use a 10 ml syringe for flushing and to close clamp while injecting the last 0.5 ml of solution. B5, d4 (medical device brand name), g3, h6 (patient, device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
In (B)(6) 2023, a patient underwent a bd port placement for chemotherapy administration. On (B)(6) 2024, during a routine flush following chemotherapy pump removal, the device was allegedly flushed rapidly by nursing staff. The patient immediately expressed discomfort, and swelling was noted. The nurse reportedly advised the patient to apply an ice pack. It was further reported that within days, the patient was hospitalized with a severe infection and tissue necrosis. Clinical findings allegedly suggested extravasation of chemotherapy and flush solution into the chest cavity, potentially due to a rupture of the device. As a result, the patient experienced a hematoma. The port was surgically removed and discarded. The patient continued treatment until his death on (B)(6) 2025. The reporter attributes the outcome to improper use by hospital staff and does not allege a product defect; however, follow-up is being conducted to assess any potential relationship between the device and the reported death.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
In (B)(6) 2023, a patient underwent a bd port placement for chemotherapy administration. On (B)(6) 2024, during a routine flush following chemotherapy pump removal, it was reported that the device was allegedly flushed rapidly by nursing staff. The patient immediately expressed discomfort, and swelling was noted. The nurse reportedly advised the patient to apply an ice pack. It was further reported that within days, the patient was hospitalized with a severe infection and tissue necrosis. Clinical findings allegedly suggested extravasation of chemotherapy and flush solution into the chest cavity, potentially due to a rupture of the device. The port was surgically removed and discarded. The patient continued treatment until his death on (B)(6) 2025. The reporter attributes the outcome to improper use by hospital staff and does not allege a product defect. However, follow-up is being conducted to assess any potential relationship between the device and the reported death.

Manufacturer narrative:
H11: manufacturing review: a device history record (DHR) review was conducted for lot regz3067. All required manufacturing and inspection activities were completed in accordance with approved procedures. No deviations, nonconformances, or anomalies were identified that could be associated with the reported event. Review of sub-assemblies, components, and material review reports (mrrs) identified no related issues or trends. Based on the DHR review, no evidence was identified to suggest the reported event is attributable to manufacturing, packaging, or quality control activities, and the lot met all established release criteria. Investigation summary: four (4) photos were provided and reviewed. No death certificate was provided. The first photo showed the front of a powerport patient guide with certain patient information and hospital information in a sticker on the cover. The product code is not determinable from the photo of this patient guide. The following three (3) photos appear to show a healed-over port site with a central dark (brownish) spot with what appears to be dried blood, with redness of skin in the same area, with the largest portion lower on the patient than the brown spot. In the final of the three (3) photos there is a larger spot of what is apparently dried blood and the skin appears red in the area, but the dark spot is not visible as in the others. The skin in the area also appears to be peeling, and several adhesive strips are found in a patch left of the apparent dried blood. Therefore, the reported failures of forward flow difficulty, rupture, and leak cannot be directly confirmed based on the provided photos. However, medical records were also provided and reviewed, which describes the catheter having fractured (elsewhere described by the reporter as a burst), which allows the confirmation of the burst, and by extension the leak and difficulty with forward flow issues. The use error reported cannot be confirmed from the information provided or records returned. The report of extravasation was also specifically recorded in the medical records, although the necrosis, infection, swelling, and patient expiration cannot be confirmed with the information available. Applicable sterilization records and bioburden and pyrogen testing records were reviewed and each was found to be acceptable. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. However, it is known that catheter breakage and resultant leakage and flow problems may be caused by flexural fatigue, in which repeated kinking occurs at one spot, eventually causing breakage. Therefore, formation of a kink in the catheter, whether due to sharp angles during placement or migration/repositioning after placement, may increase the risk of flexural fatigue. In addition, pinch-off of the catheter between the first rib and clavicle, if the catheter is placed in the subclavian vein, may result in narrowing and eventual breakage of the catheter. A risk factor for pinch-off is the placement of the catheter into the subclavian vein too medial relative to the border of the first rib, exposing the catheter to damage. In addition, if high pressures are used when the catheter is pinched off or otherwise constricted, this may damage the catheter via bursting. It should also be noted that leakage is possible without catheter breakage if a fibrin sheath forms over the catheter which redirects the flow under the skin instead of into the blood vessel. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.because the powerport is not identified, a representative instructions for use (IFU) was reviewed.potentially applicable content includes the following:¿ this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off.1,2ii. During port access:¿ do not use a syringe smaller than 10 ml. Flushing occluded catheters with small syringes can create excessive pressure within the port system and lead to port system failure.¿ alcohol should not be used to soak or declot polyurethane catheters because alcohol is known to degrade polyurethane catheters over time with repeated or prolonged exposure.ii. During placement:¿ do not allow accidental device contact with sharp instruments. Mechanical damage may occur. Use only smooth edged, atraumatic clamps or forceps.¿ take care not to perforate, tear, or fracture the catheter during placement. After assembling catheter to port, check assembly for leaks or damage.¿ do not use the catheter if there is any evidence of mechanical damage or leaking.¿ do not bend catheter at sharp angles during implantation. This can compromise catheter patency.¿ carefully follow the connection technique given in these instructions to ensure proper catheter connection and to avoid catheter damage.¿ do not use sutures to secure catheter to the port stem as it could collapse or damage the catheter."if you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even severance of the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.""to help prevent clot formation and catheter blockage, implanted ports with groshong* catheters should be filled with sterile normal saline after each use. If the port remains unused for long periods of time, the saline lock should be changed by flushing at least once every four weeks.""heparin lock procedure for open-ended cathetersto help prevent clot formation and catheter blockage, implanted ports with open-ended catheters should be filled with sterile heparinized saline after each use. If the port remains unused for long periods of time, the heparin lock should be changed at least once every four weeks. Caution: remember that some patients may be hypersensitive to heparin or suffer from heparin induced thrombocytopenia (hit) and these patients must not have their port locked with heparinized saline."specific instructions about fluid volumes that should be used for flushing after various uses of the port are also included, as well as instructions to use a 10 ml syringe for flushing and to close clamp while injecting the last 0.5 ml of solution.g3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. D1 (medical device brand name), d4 (medical device catalog #, medical device lot #, medical device expiration date), g3, h6 (patient, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
In (B)(6) 2023, a patient underwent a bd port placement for chemotherapy administration. On (B)(6) 2024, during a routine flush following chemotherapy pump removal, the device was allegedly flushed rapidly by nursing staff. The patient immediately expressed discomfort, and swelling was noted. The nurse reportedly advised the patient to apply an ice pack. It was further reported that within days, the patient was hospitalized with a severe infection and tissue necrosis. Clinical findings allegedly suggested extravasation of chemotherapy and flush solution into the chest cavity, potentially due to a rupture of the device. As a result, the patient experienced a hematoma. The port was surgically removed and discarded. The patient continued treatment until his death on (B)(6) 2025. The reporter attributes the outcome to improper use by hospital staff and does not allege a product defect; however, follow-up is being conducted to assess any potential relationship between the device and the reported death.